Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an open reduction internal fixation (orif) of distal tibia and fibula was performed on (B)(6) 2016. During the procedure while the surgeon was reducing fracture, one end of the reduction forceps broke off. All broken fragments were retrieved. A back-up reduction forceps was readily available to complete the procedure successfully without any surgical delay. Patient outcome was reported as good. This is report 1 of 1 for (B)(4).